Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Additional information received reported the patient received assistance from the physician or manufacturer representative (rep) and their concerns were resolved at an appointment on (B)(6) 2014.

Event description:
It was reported that stimulation was turning off. It was noted the patient stated it ¿seemed like stimulation was not turning off completely and it was not always in the same area.¿ the patient reportedly had leads going to 4 different areas and the stimulation was always in different areas. The patient reportedly ¿only felt it like it was not turning off.¿ it was reported that it had been like this for a couple of months. No trauma or falls were reported. The patient was charging more than expected. For the past 6 months, the patient noticed she had to charge it more than she did previously. It was clarified that the patient stated when they turned stimulation off, it was not turning completely off, or at least it felt like that.